Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known adverse event addressed in the labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease fold, wear abrasion, white particles. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. And crack opening based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.